Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock (clearlink) of an unspecified quantity of clearlink system cath. Ext. Sets was hard to disconnect to attach a non-baxter blood collection set. This was observed during blood collection from patients. To resolve the event, the nurses would get a new extension set that could be disconnected to complete the blood collection procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two actual devices and photographs were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included check in-line luer connections, remove protector, open and close slide clamp and test the access to the luer activated valve; all had satisfactory results. Additionally, prime, purge air, pressure test, and clear passage tests were performed with no issues noted. Upon further examination, it was noted that the luer activated valve for the IV (intravenous) access and the microbore winged luer lock parts could not be disconnected by hand on both samples. The reported condition was verified. A visual inspection of a photograph revealed the clearlink was removed from the set to connect a non-baxter device as a blood collector. Therefore, the cause of the condition was determined to be a user related issue. The clearlink luer activated valve is an in-line injection site, which can be connected to standard male luer adapters (e.g., syringes or sets) for continuous or intermittent fluid administration or the withdrawal of fluids. The direction insert for the product does not indicate removal of the clearlink device from the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.